Manufacturer narrative:
Device evaluation: product evaluation cannot be performed as the lens is not available. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search of complaints revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) haptic broke in the inserter and it was wasted. The procedure was completed successfully using the same model za9003 lens. No other information was provided.